Event description:
It was reported that a house fire caused damage to the tandem mobi charging pad. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the damaged charging supplies and arranged for a two-day shipping service to provide the replacements to the customer.